Manufacturer narrative:
Several request for additional information was made to the local area representative, but no response was received.

Event description:
It was reported that this device exhibited oversensing and programming efforts were performed. Evaluating right ventricular (rv) lead location with a x-ray or fluoroscopy was recommended. Pacing inhibition was also observed no greater than two seconds. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.